Manufacturer narrative:
Phone: (B)(6). Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that the central station would stop working when attempting to admit/discharge patients. There was no patient incident.